Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an inappropriately detected atrial fibrillation episode due to under-sensing was observed. No changes were made to the device settings and the patient is stable.